Manufacturer narrative:
Additional device code 473: insulation. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during generator replacement due to unrelated issue, high threshold was noted on left ventricular lead. There was no pacing due to externalized cables at the lead's ring electrode. Physician decided not to replace the lead due to patient related conditions. Device was repositioned to obtain biventricular pacing. Patient was stable post procedure.